Manufacturer narrative:
(B)(4). Inspection of the pump found evidence of fire, and the eval confirmed the malfunction. The ac plug had evidence of charring. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The device eval identified a reportable malfunction. The ac plug had evidence of charring. The pump was returned without complaint.